Event description:
A clinical engineer reported during a vitrectomy procedure the probe failed to cut. The probe was replaced but the second probe also didn't cut. The third probe used worked well and the case was completed. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).